Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer dropped pump and a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.